Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of skin discoloration, bruising, and a ¿vascular event¿ are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling: 4. Warnings ¿ the product must not be injected into blood vessels. Introduction of juvéderm® ultra plus xc into the vasculature may lead to embolization, occlusion of the vessels, ischemia, or infarction. Take extra care when injecting soft tissue fillers, for example, after insertion of the needle, and just before injection, the plunger rod can be withdrawn slightly to aspirate and verify the needle is not intravascular, inject the product slowly and apply the least amount of pressure necessary. Rare but serious adverse events associated with the intravascular injection of soft tissue fillers in the face have been reported and include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral hemorrhage, leading to stroke, skin necrosis, and damage to underlying facial structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in vision, signs of a stroke, blanching of the skin, or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate health care practitioner specialist should an intravascular injection occur (see health care professional instructions #11). ¿ product use at specific sites in which an active inflammatory process (skin eruptions such as cysts, pimples, rashes, or hives) or infection is present should be deferred until the underlying process has been controlled. ¿ injection procedure reactions consist mainly of short-term inflammatory symptoms starting early after treatment and lasting = 7 days¿ duration. Refer to the adverse events section for details. 5. Precautions ¿ juvéderm® ultra plus xc is packaged for single-patient use. Do not resterilize. Do not use if package is opened or damaged. ¿ juvéderm® ultra plus xc is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity and performance of the product and it can therefore no longer be assured. 6. Adverse events ¿ the most common injection site responses for juvéderm® ultra plus xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising.

Event description:
Healthcare professional reported injecting a patient in the nasolabial folds with 0.5 ml of juvéderm® ultra plus xc; about 2 weeks later, healthcare professional re-used the syringe and patient was injected with another 0.5 ml of juvéderm® ultra plus xc in the nasolabial folds. The next day, the patient presented with discoloration and what looked like a ¿vascular event¿ in the right nasolabial fold. The patient was injected with 400 units of hyaluronidase; the discoloration then ¿improved.¿ the patient was prescribed cialis, medrol dosepak, and 2 aspirin. Patient was also instructed to apply warm compress for 20 minutes every 2 hours. The patient was also treated with nitro-bid, but the treatment "failed." Patient was evaluated at ¿24 hours and 48 hours,¿ and hyaluronidase was both times. Patient was examined ¿at 5 days and 10 days post procedure and faint discoloration from resolving bruising remains." Symptoms are ongoing, but are improving.